Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as seizures and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as these were past events. The customer had 3 other low incidents on (B)(6) and (B)(6) 2019, and on another occasion. The customer had incidents with highs of over 600 mg/dl and hospitalization due to bent cannulas. The insulin pump will not be returned for analysis.